Event description:
The report was received from the health authority agency and reported that, during implantation of iol (intraocular lens), the resistance of the iol was found to be large during injection, and it was found that the edge of the optical surface was frizzy and uneven under the microscope after it was implanted into the eye. No special treatment due to no other exceptions. On (B)(6) 2022, there was no abnormal vision or abnormal influence on visual quality was found in the visual inspection of the patient. On (B)(6) 2022, the patient's vision was at 0.5, corrected plano (pl) was at 0.5, and was discharged as normal. No abnormal was found when the patient came to the hospital for re-examination on (B)(6) 2022 and (B)(6) 2022. No more information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).